Event description:
It was reported that a rotating surgical punch was used by the surgeon to make a hole for proximal anastomosis during a coronary artery bypass procedure. After use of the punch, the surgeon discovered a small piece of plastic sitting on top of the aorta. The small piece of plastic dislodged from the punch and was noticed by the surgeon before it fell into the hole made in the aorta by the punch. The surgeon gave the small piece of plastic to the scrub nurse to keep on the back table and quarantine. There was no apparent harm to the patient.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h10. The correction is in b3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.